Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. The patient developed a recurrence in (B)(6) 2012 and had a re-operation on (B)(6) 2012. During the re-operation, the surgeon noted that the mesh had pulled away from the left side and the mesh was removed. Currently, the patient is doing well.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.